Event description:
Facility alleges blood leak during dialysis. Reuse tech reports machine alarmed and dialysate tested positive for blood. Circuit discarded; estimated blood loss 250cc. No further medical intervention required.